Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak; subsequently blood loss was noted. The device was connected to the needleless injection cap on a powerpicc catheter. After an unspecified length of time in use, the nurse noted an unspecified volume of blood leaking from the threads of the device and the needleless injection cap. The nurse removed the device and flushed the catheter. The device was replaced with a clave port. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.